Event description:
It was reported that during a lobectomy procedure, the device delivered an incomplete staple line on the third firing. Suturing was used to rectify the situation with no adverse pt consequence.